Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a functional system check and observed no system issues. It was noted that there was only enough sample available at the time to run the initial and repeat tests. No conclusion can be drawn. The instruments are performing within specifications. No further eval of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample and repeated positive on another advia centaur cp instrument. The pt was redrawn and retested for troponin and the results were negative. The pt was transferred from the emergency department (ed) to the cardiac floor instead of medical surgery. There was no known report of adverse health consequences due to the discordant troponin ultra result.